Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The reported injury was damaged tooth enamel. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their diamondclean smart power toothbrush damaged their tooth enamel.